Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the hp close the claps on the lines, cycled power, and advised the hp to disconnect the supplies. During troubleshooting, there was nothing found to have caused the alarm. The tsr advised the hp to dispose of the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.